Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that during the index procedure in 2008, a 3.0 x 18 mm xience v stent was deployed in the mid rca lesion. There were no product issues or patient effects noted at the time of the index procedure. However, in 2009, the patient returned to the hospital with unstable angina. The patient experienced three episodes of thoracic pain lasting 15 minutes. The patient was found to have restenosis of the target vessel and was treated with percutaneous transluminal coronary intervention (ptci). No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - stenosis and angina, as noted in the IFU are known adverse events associated with coronary stenting and not necessarily an indication of a product quality deficiency. Additionally, stenosis, angina, and hospitalization are listed in the risk assessment matrix as no-fault post-procedure complications. In this case, it is possible that the angina was a secondary effect of the stenosis, which required hospitalization and treatment with ptci. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a lot specific product quality deficiency.